Event description:
It was reported that a female patient underwent breast prosthesis implantation surgery with two 375cc mentor smooth round moderate profile saline breast prostheses and suffered right breast capsular contracture (baker grade IV), post-operatively. As a result, the patient has been scheduled for breast implant removal surgery on (B)(6) 2022.

Manufacturer narrative:
FDA correction/ removal reporting no. (B)(4). Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and a non-conformance was identified related to device malfunction. This non-conformance will be addressed through mentor¿s quality system. Reason for device explant and/or reoperation: capsular contracture. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On july 9, 2024, mentor received additional information indicating that the patient is now experiencing breast implant rupture on their left breast implant. This medwatch form is for the right breast prosthesis. Rupture on the left side will be reported under mrn: 1645337-2024-08937.

Manufacturer narrative:
On august 6, 2024, mentor received additional information indicating that the patient was also diagnosed with left breast capsular contracture during the revision surgery of the left breast on (B)(6) 2024. The left implant was replaced with a 375cc mentor smooth round moderate profile saline (catalog: 3501660 lot: 9990301 sn: (B)(6)).